Event description:
Option ivc filter placed (B)(6) 2016, failed removal attempt (B)(6) 2016, referred for complex retrieval. Filter tip not embedded but filter so severely embedded in ivc wall that it could not be retrieved even with forceps. Loop-snare technique performed and filter fragmented on retrieval was then able to remove rest of filter using forceps. This filter has only been in place just over 2 months and was almost unrecoverable.